Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a ventral incisional hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that the patient underwent a recurrent incarcerated ventral incisional hernia repair surgery on (B)(6) 2016 where the mesh was completely disconnected inferiorly and was completely removed. It was reported the surgeon noted the mesh was not incorporated into the surrounding structures and he removed the entire mesh. It was reported patient continues to experience severe pain, recurrent hernia defects, adhesions, scarring, nausea, diarrhea and loss of appetite. No additional information was provided.